Event description:
It was reported that it was necessary to re-position the electrode array into the cochlear through the middle ear. Testing shows that the device is functioning within specification; however, the pt has no auditory perception. It is not known at this stage whether the pt had access to sound before the re-positioning surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.